Event description:
The information received indicated that during treatment of a lesion in a calcified external iliac artery via a contralateral approach, the advancement of the smart control, iliac 7 x 100 stopped while it was being delivered to the lesion. It was noted that the distal tip was longitudinally cracked and slightly "recurved." It was reported that this could be due to the calcified vessel. There was no separation of any of the tip material. There are no further details regarding the reported "recurved" tip and no pictures available. The stent delivery system (sds) was removed and a different size product was used. The procedure was completed successfully without any patient injury. When removed from the tray, the stent was still constrained within the outer member/sheath. There was no difficulty encountered during the prepping of the device. Nothing unusual was noted about the stent delivery system prior to use. It is not known if the lesion was pre-dilated. There was no difficulty advancing the sds over the unknown size guidewire. It is not known if the device was withdrawn over the guidewire or removed as a unit along with the guidewire. No unusual force was used during the procedure.

Manufacturer narrative:
During treatment of a lesion in a calcified external iliac artery via a contralateral approach, the advancement of the smart control, iliac 7 x 100 stopped while it was being delivered to the lesion. It was noted that the distal tip was longitudinally cracked and slightly "recurved." It was reported that this could be due to the calcified vessel. There was no separation of any of the tip material. There are no further details regarding the reported "recurved" tip and no pictures available. The stent delivery system (sds) was removed and a different size product was used. The procedure was completed successfully without any patient injury. When removed from the tray, the stent was still constrained within the outer member/sheath. There was no difficulty encountered during the prepping of the device. Nothing unusual was noted about the stent delivery system prior to use. It is not known if the lesion was pre-dilated. There was no difficulty advancing the sds over the unknown size guidewire. It is not known if the device was withdrawn over the guidewire or removed as a unit along with the guidewire. No unusual force was used during the procedure. The product is not available for analysis. However, review of the manufacturing records associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device no conclusion can be made regarding the reported longitudinal crack and "recurved" distal tip. However, based on the available information and the report that it may be due to the calcified vessel characteristics, it appears that clinical factors may have contributed.